Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: level b investigation. Complaint evaluation/complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number for harm, hyperglycemia & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR for hyperglycemia cannot be requested due to an unknown lot #. A DHR for difficult/unable to operate cannot be requested due to an unknown lot #. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported the patient experienced nodules on her belly and hyperglycemia. Additionally, it was reported the device developed air bubbles and the plunger was difficult to push. Verbatim: the patient received insulin lispro (humalog) humapen luxura burgundy at 28iu in the morning, in the afternoon and at night and human insulin nph (humulin n) via humapen luxura champagne at unknown dose, in the morning, in the afternoon, at night and when going to sleep. Routes of administration, indication for use and start date were unknown. On an unspecified date and time after starting insulin lispro and human insulin nph via humapen luxura burgundy (unknown lot number) and champagne (unknown lot number), respectively, the patient experienced nodules on her belly. Patient performed the injections one day on right side, the other day on left side, and massaged the nodules every day to improve it. Corrective treatment was not provided. Reporting consumer mentioned patient was very obese. Corrective treatment was not informed. It was mentioned patient experienced hyperglycemia only (a few days prior contact glycemia level reached 400 and already was 600 ¿ unit and normal range were not provided). As corrective treatment when experiencing hyperglycemia, patient received insulin lispro up to two times. Outcome of events and information regarding exams were not provided. In addition, it was reported the humapen luxura burgundy was not that good anymore because it was developing huge air bubbles, bigger than soda bubbles, and that the patient though it was related to device as after putting them up straight, it improved; also, it was mentioned sometimes the humapen luxura champagne plunger became hard when pushing, it did not move neither forward nor backward. It was unknown if any action was taken with insulin lispro and human insulin nph or its status. Device s operator and if this person was trained were unknown. Patient had been using humapen luxura device model for over ten years and suspect devices for unknown period. Patient used to use bd needles but by initial contact time was using needles form another unspecified brand. It was unknown if any action was taken with suspect devices. Return status was unknown.